Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The customer's calibration and qc were within specifications. The alarm trace showed "sample clot detection", "sample short" and one "abnormal low signal" on the day of the event. The field service representative found the prewash dispense nozzle was bent. The field service representative fixed the nozzle.

Event description:
The initial reporter received questionable elecsys vitamin b12 ii results for 1 patient sample on a cobas 8000 e801 module. The initial result was 1361 pg/ml. The repeated result was 424 pg/ml. The reagent lot number is 486018 with an expiration date of april 2022. The results were reported outside of the laboratory.

Manufacturer narrative:
Provided data showed dirt in the tubings as well as dust on the instrument surface. The investigation did not identify a product problem. The cause of the event could not be determined.